Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgey the plastic broke while tightening the stenosphere.

Manufacturer narrative:
Examination of the submitted device confirmed the plastic tip and index metal has broken off. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of to device wear from normal use and servicing, the need for corrective action is not indicated. Monitor future complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.